Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited over sensing and low impedance. The device was reprogrammed and over sensing was no longer seen. Other electrical measurements were stable. No patient symptoms were reported.